Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that there were false positives on bd veritor ¿ sars-cov-2 & flu a+b. There were 2 occurrences in this event with no patient impact reported. The following information was provided by the customer: " false positives for flub from the veritor flu a/b covid kit".

Manufacturer narrative:
The following correction was made: describe event or problem: it was reported that bd veritor ¿ sars-cov-2 & flu a+b false positives occurred on 1 patient sample. No treatment was reported. The following information was provided by the customer: false positives for flub from the veritor flu a/b covid kit investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1308196. It was reported that the customer kept getting false positives for flu b from the bd veritor¿ sars-cov-2 and flu a+b kit. However, the pcr turned out to be negative for flu b. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. Photographs were returned for analysis and the reported issue were confirmed via photographs. The root cause could not be identified. Currently no adverse trend for false positive was identified.

Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b false positives occurred on 1 patient sample. No treatment was reported. The following information was provided by the customer: false positives for flub from the veritor flu a/b covid kit.

Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b false positives occurred on 1 patient sample. No treatment was reported. The following information was provided by the customer: false positives for flub from the veritor flu a/b covid kit.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1308196. It was reported that the customer kept getting false positives for flu b from the bd veritor¿ sars-cov-2 and flu a+b kit. However, the pcr turned out to be negative for flu b. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. Photographs were returned and analyzed, verified the results on the reader was flu a is negative, flu b is positive and cov2 is negative. Based on the photograph's complaint was confirmed for false positive (flu b). The root cause could not be identified. Currently no adverse trend for false positive was identified.